Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps had a loose grip, and when it was removed for inspection, the scrub nurse realized the instrument pulley was broken. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues found. The surgeon was grasping tissue for retracting when the issue was noticed. The instrument did not collide with any other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps was analyzed and reported failure was confirmed. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.